Manufacturer narrative:
Insulin pump received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart. A cold reset error test and displacement test due to failed batt test. No moisture damage on electronic assembly during visual inspection.

Event description:
It was reported that the insulin pump was defective. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that there was a crack on the reservoir insertion port. The insulin pump will be returned for analysis.